Manufacturer narrative:
This is one of two device reports associated with this event. MFR#1 225714-2014-03694, 1225714-2014-03695. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR #1225714-2014-03694 and 03695.